Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system software update and replaced universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the patient side cart (psc) had errors on universal surgical manipulator (usm) 2. The system logs confirmed the errors were related to usm 2, which reoccurred after a power cycle. The patient was asleep on the table. The surgeon had not yet decided to continue laparoscopically or with three usms. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and was confirmed via remote fe logging errors 1126/31226 with a node of ac_2d & replicated it in-house. Unit was tested on in-house system where it failed normal mode logging errors 1126/31226 with a node of ac_3c/ac_3d. Unit was also tested on pftp where it failed fiber test logging error 1126 with a node of ac_3d. A golden clock spring fiber was installed and unit passed on the retest. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to communication errors with clockspring fiber cable within the usm. This issue can be resolved by replacing the usm.